Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator (crt-d) measured greater than 150 ohms. The value had been consistently high. The physician elected to deliver commanded shocks at both 1.1 joules and 41 joules to evaluate system integrity. The resulting shock impedance was 117 ohms and 111 ohms respectively. It was planned to continue to monitor the impedance trend via normal follow-up. The crt-d and right ventricular lead remain in service and no additional adverse patient effects were reported.